Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test. Lead returned with the helix retracted and blood/tissue visible inside helix. Remove blood/tissue with alcohol, helix extends and retracts within specification. Performed da and inspected inner insulation, found inner insulation stretched, and it was torn at 42.6 centimeters, which would allow blood into the proximal conductor.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the patient experienced asystole for a while. It was also reported rv lead perforation of the myocardium and patient experienced pericardial tamponade. Additional information indicated the rv lead also exhibited exit block. The patient was hospitalized and intervention was performed. The rv lead was removed and replaced with a different lead. No further patient complications have been reported as a result of this event.